Event description:
It was reported that the device changed modes when a-sense was set to undersense far field r-waves. Didn't want to try an overdrive threshold test with the intrinsic so high. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.